Event description:
It was reported that during a lobectomy procedure, after reloading the device, it was fired, but no staples were delivered. The leak test indicated a large opening. The surgeon then had to sew over the leak with prolene, adding an extra hour to the procedure. The patient is recovering.

Manufacturer narrative:
Info anticipated, but unavailable at this time.